Event description:
It was reported that attachment was requested for return for repair after it was observed to be broken. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
H3: product analysis :evaluation determined that attachment broken was confirmed. The likely cause of failure is due to bearing detachment. Due to that it was difficult to insert the burr. It was also found that big spacer is worn, laser marking faded and color band faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.